Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. There was no allegation of an adverse event with this complaint. It was reported that the pump intermittently made noises. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: the pump was returned with the audio tone operating properly. The alleged issue could not be duplicated with investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. .